Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer consumed glucose gummies and suspended insulin to address their bg level. The customer alleged that the control iq boluswas causing the low bg. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.